Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered, and the right ventricular (rv) lead exhibited occasional undersensing, resulting in the ICD misclassifying an arrhythmia as a non-sustained episode. The device then redetected, and treated appropriately. The lead remains in use. No patient complications have been reported as a result of this event.